Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. The customer was told to use the escape key on the keyboard to clear any error codes. They were also advised not to swap scopes, power off the device, remove the scope, and then power it back on. Additionally, they were instructed to remove and reseat the cables. The customer informed tac of the event. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device displayed a b30 error. The issue was found during set up / inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, g3, h2, h4, h6, and h11 based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.